Event description:
It was reported that the brady lead was explanted due to dislodgement few days after it was implanted. The chest x-ray imaging was performed the day after the lead was implanted which confirmed the dislodgement. As a result, a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The stylet was returned in the lead. The setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance. Visual examination noted the helix was fully retracted and there was dried bodily fluid within the helix housing. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the brady lead was explanted due to dislodgement few days after it was implanted. The chest x-ray imaging was performed the day after the lead was implanted which confirmed the dislodgement. As a result, a new lead was successfully implanted. No additional patient adverse effects were reported.